Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) via an catheter trial. It was reported on (B)(6) 2020 the patient was given a 0.2mg morphine bolus via an intrathecal catheter. After the 0.2mg morphine bolus (half an hour later) the patient then started complaining of a severe headache. Examination revealed the lumbar dressing was saturated with cerebrospinal fluid (csf). On (B)(6) 2020 the patient was placed in the prone position for two hours until the headache resolved. The patient had intravenous (IV) saline and IV zofran administered on (B)(6) 2020. The lumbar dressing was changed on (B)(6) 2020. It was noted the patient developed a spinal headache due to csf leakage. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was spinal headache. It was noted the event resolved in life-threatening illness or injury and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was lumbar site. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, the event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the event was deleted. It was noted that the reason for deletion was the patient did not do a pump trial. It was noted that wrong information was entered. No further complications were reported.